Manufacturer narrative:
(B)(4). D10: item name# tprloc cocr cmtd stm t1 12.5mm; item number# 650-0327; lot number# 7187144. Item name# ringloc bi-polar 28x52mm; item number# 11-165228; lot number# 668200. G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient died approximately three weeks after a hemiarthroplasty due to unknown reasons. Attempts have been made and no further information has been provided.